Event description:
It was reported that a vio® two-pedal footswitch was involved in an incident during an endoscopic retrograde cholangiopancreatography (ercp). The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 300 d, part number (p/n) 10140-100, serial number (s/n) (B)(6). No other information was provided regarding any other accessory, or the esu settings used in the procedure. Per the information from the account, "the end user reported that while using ercp/ monopolar socket, the unit activated without the footpedal being pressed." No patient injury was reported.

Manufacturer narrative:
The involved erbe esu and two-pedal footswitch were thoroughly inspected and tested. The evaluation was as follows: esu the generator was found to be working as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. Two-pedal footswitch an initial evaluation of the footswitch was performed at erbe USA. The complaint was confirmed. Specifically, the button under the footswitch's cut pedal was stuck closed, causing the esu to register "continuous activation without manual input." A further examination revealed that the switch under the cut pedal was worn. Therefore, the footswitch was returned to our parent company, erbe elektromedizin gmbh (the manufacturer) for a more in-depth analysis. They reported that the complaint was partially confirmed. Both pushgate-switches on the footswitch (especially on cut-side) showed severe wear and tear and that the switching behavior was no longer flawless. The pushgates tended to remain stuck at low temperatures (10°c and below). At higher temperatures (15°c and above) the switches worked reliably. Based upon the evaluations of the footswitch, it appears that the age [approximately six (6) years old] of the accessory and its worn condition were key factors associated with the reported event. However, no conclusive determination could be made as to exact cause or causes of the malfunction. Per the footswitch's notes on use, it states that before each use, check / verify that the footswitch functions properly. Specifically, the footswitch should be checked for visible damage and wear, as well as for proper mechanical functionality of each pedal prior to being used. If damaged, do not use this product. No anomalies were found in the device history record (DHR) of the esu or footswitch. The customer is being made aware of the findings and erbe is now closing the file on this incident.